Event description:
It was reported that t the device data collection is not enabled on the implantable cardiac monitor (icm). The patient was referred to their clinic for a programming session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.